Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, out of range high voltage lead impedances were noted on the right ventricular channel of the implantable cardioverter defibrillator. The patient received high voltage therapy. The patient will continue to be monitored.